Event description:
It was reported that patient underwent a left hip revision after approximately 4 years post implantation due to liner wear. The cup, liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 00630505036 ¿ xlpe liner ¿ 63687033; 65786201330 ¿ femoral stem ¿ 62630748; 00877503601 ¿ biolox head ¿ 2916777; 00625006525 ¿ bone screw ¿ 3941957; 00625006525 ¿ bone screw ¿ 63862351. Radiographs were provided and reviewed by a health care professional. Review of the available records identified vertically oriented acetabular cup and evidence of polyethylene wear. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00117.